Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed mid right coronary artery. A 4.0 x 12 mm xience prime was advanced to the lesion and the stent deployed when a distal edge dissection occurred. The dissection was treated with another xience prime to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.